Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken potentiometer. Analysis also noted that the upper case was damaged and the hanger assembly is worn. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken potentiometer. The epg was returned for service. There was no patient involvement.